Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with dry eye in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eyes, eyes being swollen in the morning and being frustrated. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2018 patient was given lacrilube to use at night, tears during the day and start hydro vitamin supplement. Doctor inserted punctal plugs 0.8mm since 0.7mm fell out. Bcva from (B)(6) 2017: right eye pre-op 20/20 3.75 x -.50 x 72; left eye pre-op 20/20 3.25 x -.50 x 88. Bcva from (B)(6) 2018: right eye post-op 20/20 .50 x .00 x 90; left eye post-op 20/20 .25 x -.25 x 118.

Manufacturer narrative:
Patient doesn't want to add medications (too much money). Patient commented that eyes are extremely dry and blurry and is using artificial tears every 10 minutes. Patient dry eye syndrome has persisted even after the permanent punctal plugs inserted in both eyes. Patient saw doctor who has recommended a corneal specialist for dry eye syndrome treatment. Post op refraction: (B)(6) 2018: right 20/20 +0.25 sphere only, left 20/20 + 0.25 sphere only.